Manufacturer narrative:
The customer did not provide patient information due to confidentiality reasons.

Event description:
The customer reported that the ventilator shut down while in use on patient. No patient harm was reported.

Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that the gas delivery system (gds) assembly was tested and no failures were identified. The error code 1007 could not be duplicated.